Event description:
Related manufacturing reference number: 2017865-2022-12113 it was reported that a patient received an inappropriate shock from their implantable cardioverter defibrillator and their right ventricular lead. High impedance was noted on the lead, which led the physician to believe the lead might have some form of damage. The lead and device were replaced on may 26, 2022. The patient experienced no consequences or symptoms as a result of the event or procedure.

Manufacturer narrative:
The reported field event of inappropriate therapy was not reproduced in the lab. Visual inspection of the septum and setscrew did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.